Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported receiving open book image on the pump's screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Unable to lock into p-cap properly during testing. Successfully utilized crest and thus to download history files and traces. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The long trace and detail trace history file revealed pump error 63. Pump error 63 (variable info = 12, file number = 522 and line = 341) was triggered three times on 1/17/2021 at 4:14:00 through 4:14:27. Per software engineer log it was determined the pump error 63 was due to hardware watchdog failure. Isolate to electronic assembly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted during visual inspection. Force sensor zero offset within spec (21.7 mv). Unit also received with cracked keypad overlay, missing display window/cover, pillowing keypad overlay, scratched case and end cap address label missing. In conclusion, critical pump error was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.